Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024 for an unknown reason. Patient condition was unknown.